Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the event was related to programming/refill. The clinical diagnosis was loss of therapeutic effect. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The drug used at the time of the event was baclofen 2000 mcg/ml at a dose of 479.8 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: unknown, lot#: unknown, implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml at a dose of 479.8 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient experienced clonus and a reappearance of muscular spasms/involuntary movements starting (B)(6) 2018. It was indicated that a "pump occlusion was suspected." The outcome was reported to be resolved without sequelae on (B)(6) 2019. On (B)(6) 2018 a permeability assessment of the system was performed. The event was indicated to be possibly related to the catheter. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up with the clinical study and via an update from the clinical study. It was reported that the permeability assessment was performed considering volumes and the infusion test was performed and confirmed the correct function of the entire system. It was indicated that the etiology of the event was also possible related to a loss of efficacy from the drug.